Manufacturer narrative:
Product analysis summary: there was a kink immediately proximal to the guidewire entry port. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 19th, 22nd and 24th distal stent wraps with struts raised. Slight deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a lesion with 90% stenosis located in the distal rca. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. It was reported that during the positioning/advancement to the lesion stent deformation occurred. The procedure was completed using a non-medtronic device. No patient injury was reported. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, meaning that the event was procedural related and not device related.

Manufacturer narrative:
Image analysis summary: an image shows the lesion in the distal rca as reported by the account. A balloon is delivered and the lesion is pre dilated. Following pre dilation a contrast image shows the dilated region of the lesion. There is a 42 minute time gap between this image and the previous image. The reported issue may have occurred during this time gap. A balloon is delivered and the lesion is further dilated. The final images show the treated rca. There were no images showing stent deformation or the use of a stent. If information is provided in the future, a supplemental report will be issued.